Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI)- (B)(4). Sample was received for evaluation. Device history record (DHR)- showed an nr-report (B)(4) when released to stock on the 19th march 2019. Failure analysis- the valve was visually inspected. The valve passed the test for programming, flush, leak, siphon guard, reflux and pressure. No root cause could be determined as the technician could not confirm the problem reported by the customer at the time of investigation. The possible root cause for the problem reported by the customer could be due to "valve inverts post-implementation.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the setting of a certas valve could not be changed. The valve was implanted via v-p shunt (placed on chest) on (B)(6) 2020 with unknown setting for treatment of secondary normal pressure hydrocephalus (snph) due to a cerebellar tumor. On (B)(6) 2020, poor flowing and ventricular enlargement were observed. The setting could not be changed easily when it attempted to be changed. Then, it was tried under fluoroscopic control, but it also could not change. At that time, the physician considered the valve was obstructed and the patient developed hydrocephalus. Then the physician palpated on the valve and noticed that the valve was turned over. Then the setting was managed to change, and the patient was followed-up. However, after that, the flow did not improve. Furthermore, the ventricular catheter came off about 2cm. Therefore, the valve was replaced to a new one on (B)(6) 2020.